Event description:
Reportedly, the pt was feeling faint and had a cardiac arrest. The pacemaker did not operate properly. High threshold was observed with right ventricular pacing failure in bipolar configuration. The pacemaker was explanted and returned for analysis.

Manufacturer narrative:
(B) (4). Conclusion: the electrical characteristics of the returned device were within specs, including pacing/sensing in unipolar modes; visual inspection of the pacemaker header revealed presence of blood inside the atrial cavity (at proximal and distal level); a detailed visual inspection of the distal atrial setscrew and terminal block showed damages at the first thread. These observations clearly resulted from incorrect screwing/unscrewing operations. However, it is not possible to determine whether these damages resulted from screwing operations at implant or at explant, i.e. Whether there is a link between these damages and the reported behavior; review of memory data showed that the leads impedances were satisfactory until the explantation of the device. A change in the recorded egm was observed between 04/08 and 04/25, but it is not possible to determine whether this is related to the reported event. Because the electrical characteristics of the returned unit were within specs, the reported event could be related to a lead microdislodgement. The device is retained in the returned product storage area.